Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was broken and after rewinding, insulin kept squirting out and then received compromised force sensor system alarm. The customer blood glucose level was 57 mg/dl. Troubleshooting was performed. Customer states the dome sticker had fallen off from bottom of the insulin pump. Customer states insulin was squirting out during the manual prime process. Customer states the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm. Pump received with broken reservoir tube lip.